Event description:
Additional information reported indicated that the cause of the event was "primary generalized dyt-1 dystonia." It was noted that the patient was doing well and that there was no hospitalization due to the event. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient's dystonia in their right leg has worsened since getting implantable neurostimulator (ins) and was now back in a wheelchair. It was noted that the ins was implanted for dystonia in the patient's left leg and was much better for that area of the body. Reprogramming was continuing and a MRI may be needed to determine if the lead placement in the brain could be a concern. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Extension model 7482a51, serial# (B)(4), implanted: 2011-(B)(6), explanted: na, lead model 3387s-40, lot #v553427, implanted: 2011-(B)(6), explanted: na, concomitant ins system: neurostimulator model 7426, serial #(B)(4), implanted: 2011-(B)(6), explanted: na, extension model 7482a51, serial #(B)(4), implanted: 2011-(B)(6), explanted: na. Lead model 3387s-40. Lot #v553427, implanted: 2011-(B)(6), explanted: na. (B)(4).